Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, conclusion codes of no problem detected and known inherent risk of device were assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter was removed due to incontinence. A new artificial urinary sphincter was implanted. No further patient complications were reported.